Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to tap fill cannula during the load process. The customer indicated there were some options but does not remember if there was a fill cannula step. The customer reported that they do not know if blood glucose level was affected. The customer indicated was able to complete the fill cannula prior to calling into tandem technical support.